Manufacturer narrative:
(B)(4).

Event description:
It was reported a day after the system was implanted, upper out of range pacing lead impedance and loss of capture were observed. The patient returned and the left ventricular lead screw was found to be loose. The left ventricular lead set screw was tightened. No adverse consequences were detected. The patient will be followed normally.